Event description:
An electronic report was received from a hemodialysis user facility. Initially reported was that they were in the middle of using this when it broke in half and there was blood leaking. The facility was contacted for add'l info on this event. It has been learned that the staff was going to re-twist the twister device back into position for the treatment, when the venous part of line separated from the twister device. The event did occur at midpoint of the dialysis treatment. A 250 ml loss of blood resulted because no blood was returned to this pt. The pt was able to complete dialysis with use of a new set of bloodlines. Reportedly, the pt did not suffer any ill effect from the event and was discharged to home when the therapy was complete. The sample was saved for eval.

Manufacturer narrative:
Device history lot review: no indication of the reported defect was found during the DHR review. Lot meets all release criteria. Sample analysis: we received a twister assembly without a product code and lot number. During visual analysis, we could detect a venous broken port on twister. Conclusion: the reported complaint is confirmed. Corrective action: fmc has opened corrective action to address broken ports of the twister. The findings of this investigation could not clearly ascertain the possible events that led to this failure. Progress and completion of CAPA is under management review control per current procedures. Fmc reynosa will continue to monitor occurrences and to implement charges in order to eliminate this failure mode.